Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. At the moment it is unknown if the patient had contact to battery chemistry or if any injuries were reported.